Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not yet returned , no examination was performed yet. Additional informations were requested. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p and f us : disassembly. The implant, mobi-c, separated upon manipulation by surgeon, the implant was removed and replaced with another mobi-c. No further issues and no harm to patient. No surgery incidence or delay more then 30 min. After further information requests, the reporter said that the device came apart while being attached on the inserter. Further more the reporter said that the surgical technique appeared to be followed and that the scrub tech has loaded plenty of mobi-c implants before. Clarifications were requested about the disassembly exact step.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information. It was reported on (B)(6) 2019, that the reporter did not have the implant. The product location is unknown. Therefore no product evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, the product history records, based on the review of the case and the recurrence of this type of event for this implant, the investigation found the cause is a user error. Indeed, as reported on (B)(6) 2019, it is more than likely that the implant was excessively threading on the implant holder, causing premature opening of the peek cartridge and realeasing the implant. It is clearly stated in the surgical technique to take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant (step 9: implant assembly to the implant inserter). The investigation found no evidence of a device issue. Root cause is user error (failure to follow surgical technique). H3 other text : product location unknown.

Event description:
Mobi-c p&f us : disassembly. A broken mb3576 was reported on july 13th 2018. It was also reported that the mobi-c seperated upon manipulation. Implant was removed and replaced with another mobi-c. No further issues. No harm to patient were reported. No delay. Additional information received on august 06th 2018: the implant came apart when it was being attached to the inserter. Additional information received on august 07th 2018: according to the reporter, proper surgical technique was followed. The scrub nurse stopped engaging the inserter into the implant once contact was made. It appeared to strip out. This scrub nurse had loaded the mobi-c several times in the past without any issues. Additional information received on august 23rd 2018: it disassembled when the scrub was attaching it to the inserter. The surgeon implanted another mobi-c of the same size. Additional information received on january 21st 2019: concerning the inserter, the reference, lot and serial number could not be provided as it was a loaner. No pre-, per- and post-op x-ray images are not available. According to the reporter, the surgeon may have over tightened the one that disassembled. It was the superior endplate that disengaged from the implant holder. No issues with the trials were reported. The word up could be read on the implant holder at loading. The surgeon did not use the mobi-c no touch level. Additional information received on january 23rd 2019: the reporter believed it stripped because it was most likely overtightened. He did not still have the implant.